Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of related events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke in the mca territory. Out of an abundance of caution, this complaint is being reported as it is unclear if the adverse event was caused by the procedure, a patient response, or the device.